Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizures above pre-vns baseline. The relationship between the increase in seizures and vns therapy is unknown at this time. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.